Event description:
Pt was complaining of severe pain at IV insertion site. The IV was not able to be easily removed, a warm pack was applied and the IV was able to be removed with some assistance. Once the catheter was removed, it was noted to be the entire length as compared to another catheter, lot # 1688514. Additionally, on (B) (6) 2009, a discontinued IV catheter on a different pt was thought to look 'flattened' to the nurse who removed the catheter. Lot # 1684652.